Event description:
It was reported that the patient's urinary catheter was dislodged, and the air bag was found to be ruptured. Immediately, the integrity of the air bag was checked, and there was no residual debris, which was reported to the doctor, and the urinary catheter was given to be reintroduced, and the consumable adverse event was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.